Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an impedance lead test, a vt was initiated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Field d4 UDI is corrected review of provided data dated 07 september 2024 revealed: on 07 sept 2024, an impedance test was performed at 10:26:16 (no egm available) a sensitivity test was performed at 10:26:56, the real time egm confirmed a spontaneous ventricular rhythm at around 140bpm - several tests and atp were performed at 10:33:19, a 3rd atp was triggered which stopped the tachycardia (ventricular rhythm at 66 bpm) as no egm was recorded before the sensitivity test at 10:26:16 and no surface ECG of the impedance test was provided, the trigger of the vt could not be determined with certainty. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, during an impedance lead test, a vt was initiated.